Event description:
The device was implanted 2 years ago. Reportedly, the implant head has become separated from the shaft and therefore a revision surgery is required. The revision surgery has not taken place as of the date of this report.